Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that would shutdown was confirmed during product evaluation. This condition was caused by the pump's door being broken. The pumphead door was replaced to correct the reported condition. (B)(4). Baxter will continue to collect product complaints but periodic monitoring/trending and analyses of the u.s. Complaints will no longer be required. However, baxter will continue to monitor and report on death and serious injury (dsi) events to assess the impact on patient safety.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(6) that a flo-gard infusion pump would run for a short period and then interrupt delivery. It is unknown when or at what point in the process this condition occurred. No patient injury or medical intervention was reported. No additional information is available at this time.